Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys unit with no error messages noted. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. Log files analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The communications hub indicated ablations were performed with rf power of 35w. The tacticath se contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.

Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred. While performing ablation of the cavo-tricuspid isthmus flutter line, a steam pop occurred. The wattage was lowered to 30 watts and ablation was continued. A few minutes later the patient became hypotensive and intra-cardiac echocardiography (ice) revealed a pericardial effusion. The pericardiocentesis was performed to stabilize the patient.